Event description:
Caller reports the following concerns with hair removal devices; manufacturers of hair removal devices are selling the devices to non licensed personnel. Devices are mislabeled not stating that "melanomas" are a consequence of the use of the device. Persons using the device are not trained.